Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation without the original packaging. The actual sample was visually inspected and was found acceptable, the arterial and venous patient end connectors were closely inspected and no damages were found. The male conical fitting of the venous and arterial patient connector was dimensionally inspected and were found acceptable. In addition, the sample was tested in the hemodialysis machine 2008k and worked as intended without any abnormalities during the tested period. Since the actual sample from the patient connector clip (hemaclip) was not received, an alternate sample was used for the test. No disconnection or leak occurred during tested period from the patient venous and arterial connector to catheter. There were no air bubbles inside the system, leaks, level variation of venous and arterial chamber, or alarms noted during the test. In addition, a second test was performed with the same setup of the bloodline, connected to the catheter connector without the hemaclip. No disconnection or leak occurred during tested period from the patient venous and arterial connector to catheter there were no air bubbles inside the system, leaks, level variation of venous and arterial chamber, or alarms noted during the test. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. During the evaluation of the actual sample, the reported incident was not confirmed.

Manufacturer narrative:
Additional information: additional information was obtained through follow up with clinic manager. B5 has been updated with the new information obtained, and the clinical review has been updated. Clinical review: a temporal relationship exists between hd therapy utilizing the combi set, true flow bloodline, hemaclip and the adverse events of blood loss, loss of consciousness decompensating chf and death. The cause of the combi set-true flow bloodline and hemaclip¿s separation from the patient¿s cvc is unknown; therefore, causality cannot be established. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiac disease accounts for approximately 45% of all mortality in the esrd population. Based on the totality of the information available, the combi set-true flow bloodline and hemaclip cannot be excluded from having a possible causal or contributory role in the serious adverse events and subsequent death. The patient was actively undergoing hd therapy when the combi set-true flow bloodline and hemaclip separated from the patient¿s cvc, and the combi set-true flow bloodline (hemaclip was discarded) has not been received by the manufacturer for evaluation. Therefore, there is insufficient evidence to disassociate the combi set-true flow bloodline and hemaclip from the events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on hemodialysis (hd) for renal replacement therapy (rrt) expired. The patient¿s venous bloodline and patient connector clip separated from the hd catheter¿s (not a fresenius product) arterial lumen, resulting in blood loss to the patient. On (B)(6) 2019, the patient arrived at the outpatient dialysis clinic for their regularly scheduled hemodialysis (hd) treatment. The patient¿s pre-treatment vital signs were as follows; blood pressure (bp) ¿ 113/71, heart rate (hr) ¿ 71 beats per min (bpm), temperature (temp) ¿ 95.0, respirations (rr) ¿ 18 and weight ¿ 75.0 kg (4.0 kg above estimated dry weight). The patient was alert and oriented and denied any pain, shortness of breath (dyspnea), nausea, vomiting or diarrhea. There was no report of visible damage to the products, and all pre-treatment machine checks were performed without issue. The hd treatment was initiated at 13:34 via a right central venous catheter (cvc). The patient¿s bp was 117/73 with a hr of 70 bpm, and they received 2.0 liters of oxygen via nasal cannula as ordered. At 14:06, the patient¿s blood flow rate (bfr) was 350 ml/min, with a bp of 96/65 and a hr of 67 bpm. At 14:24 the blood lines were reversed in an attempt to improve the patient¿s blood flow rate (bfr), and the venous bloodline was connected to the arterial lumen of the cvc (hemaclip applied), and the arterial bloodline was connected to the venous lumen of the cvc. The required safety check, validation and documentation of the hd catheter lumen reversal and hemaclip checks were performed at 14:25. At 14:40, the hd machine¿s venous pressure alarmed and upon inspection the patient¿s venous bloodline (and hemaclip) had disconnected from the patient's arterial lumen of the cvc. Blood could be visualized on the floor (estimated loss > 100 ml). Upon discovery the arterial cvc lumen was reconnected to the venous bloodline and the patient¿s blood was returned. The patient was noted to be gasping for air and became unresponsive (timeline not provided). 911 was contacted and cardiopulmonary resuscitative (CPR) measures were initiated. The patient received a total of 1 liter of normal saline, an automated external defibrillator (AED) was applied and a ¿back board¿ was placed behind the patient. The patient was being oxygenated via an ambu bag; however, no hr or rr were noted, and the patient was pronounced dead at approximately 15:30. The patient¿s death certificate reported the patient passed away due to natural causes. The primary cause of death was systolic congestive heart failure (chf) decompensated, and the patient¿s secondary causes of death were diabetes mellitus type ii and stage 5 ckd.

Manufacturer narrative:
Clinical review: a temporal relationship exists between hd therapy utilizing the combi set, true flow bloodline, hemaclip and the adverse events of blood loss, loss of consciousness decompensating chf and death. The cause of the combi set-true flow bloodline and hemaclip¿s separation from the patient¿s cvc is unknown; therefore, causality cannot be established. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiac disease accounts for approximately 45% of all mortality in the esrd population. Based on the totality of the information available, the combi set-true flow bloodline and hemaclip cannot be excluded from having a possible causal or contributory role in the serious adverse events and subsequent death. The patient was actively in treatment when the combi set-true flow bloodline and hemaclip separated from the patient¿s cvc, and the manufacturer¿s investigation of the suspect products is pending. Therefore, there is insufficient evidence to disassociate the combi set-true flow bloodline and hemaclip from the events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on hemodialysis (hd) for renal replacement therapy (rrt) expired. The patient¿s venous bloodline and patient connector clip separated from the hd catheter¿s (not a fresenius product) arterial lumen, resulting in blood loss to the patient. On (B)(6) 2019, the patient arrived at the outpatient dialysis clinic for their regularly scheduled hemodialysis (hd) treatment. The patient¿s pre-treatment vital signs were as follows; blood pressure (bp) ¿ 113/71, heart rate (hr) ¿ 71 beats per min (bpm), temperature (temp) ¿ 95.0, respirations (rr) ¿ 18 and weight ¿ (B)(6) (4.0 kg above estimated dry weight). The patient was alert and oriented and denied any pain, shortness of breath (dyspnea), nausea, vomiting or diarrhea. All pre-treatment machine checks were performed and verified without issue. The hd treatment was initiated at 13:34 via a right central venous catheter (cvc). The patient¿s bp was 117/73 with a hr of 70 bpm, and they received 2.0 liters of oxygen via nasal cannula as ordered. At 14:06, the patient¿s blood flow rate (bfr) was 350 ml/min, with a bp of 96/65 and a hr of 67 bpm. At 14:24 the blood lines were reversed (rationale not provided), and the venous bloodline was connected to the arterial lumen of the cvc (hemaclip applied), and the arterial bloodline was connected to the venous lumen of the cvc. At 14:40, the hd machine¿s venous pressure alarmed and upon inspection the patient¿s venous bloodline (and hemaclip) had disconnected from the patient's arterial lumen of the cvc. Blood could be visualized on the floor (estimated loss > 100 ml). Upon discovery the arterial cvc lumen was reconnected to the venous bloodline and the patient¿s blood was returned. The patient was noted to be gasping for air and became unresponsive (timeline not provided). 911 was contacted and cardiopulmonary resuscitative (CPR) measures were initiated. The patient received a total of 1 liter of normal saline, an automated external defibrillator (AED) was applied and a ¿back board¿ was placed behind the patient. The patient was being oxygenated via an ambu bag; however, no hr or rr were noted, and the patient was pronounced dead at approximately 15:30. The patient¿s death certificate reported the patient passed away due to natural causes. The primary cause of death was systolic congestive heart failure (chf) decompensated, and the patient¿s secondary causes of death were diabetes mellitus type ii and stage 5 ckd.